Event description:
Event description boston scientific crm received information that the patient with this right ventricular lead was admitted to the emergency room following a syncopal episode and collapse at home. A system check revealed three second pauses in pacing with intermittent periods of non-capture and asystole dependent on the patient's arm positions. The patient was also noted as having no underlying rhythm. Lead fracture and insulation issues were suspected as the cause of the event. In an emergency revision procedure, the lead was surgically abandoned and the device was explanted without any additional adverse effect on the patient.